Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole. The right ventricular (rv) lead exhibited a confirmed fracture, high impedance and a verified subclavian crush after it became difficult to extract. An effusion was noted and pericardiocentesis was performed. A sternotomy was then performed as well as a fix of a confirmed tear in the superior vena cava (svc). It was then decided to not proceed with the rv lead extraction out of risk of further damage to the patient. After surgical resolution of the tear a leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.